Event description:
On (B)(6) 2011, pt's mother reported pt is experiencing elevated blood glucose readings of 356 mg/dl and 260 mg/dl. Mother stated, they have changed the infusion site 3 times and are still receiving elevated readings. Pt's normal blood glucose is 90-180 mg/dl. Mother reported pt has not received any alerts or error messages. Mother stated, pt's blood glucose has been elevated for 3 days. Mother reported, the pt uses the infusion sets for 1 day and then changes them. Mother stated, the pt was using a different type of infusion set on (B)(6) 2011. Mother reported, she has already bolused insulin into the air; insulin emerged from the infusion tubing. Mother stated, she does not think the device is delivering all of the insulin during a bolus because the pt's blood glucose has not come down. Mother reported, it is delivering some of the bolus and basal rate but not all of it. On call back from mother on (B)(6) 2011, mother reported pt's blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.